Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix in an extended position with dried blood noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds. The helix difficulty allegation was confirmed based on the inability to insert the stylet near the terminal pin, indicating a bent inner coil. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty.

Event description:
It was reported that during the procedure, helix extension difficulty occurred with this right atrial (ra) lead, and the threshold parameters were higher than normal. The suspected cause of the abnormal parameters was due to a patient related condition and not product related. The lead was replaced to complete the procedure with no adverse patient effects reported. This lead was received for analysis.

Event description:
It was reported, that during the procedure. Helix extension difficulty occurred with this right atrial (ra) lead, and the threshold parameters were higher than normal. Multiple attempts were performed to extend the helix mechanism, but were unsuccessful. Additionally, it was noted, that the suspected cause of the abnormal thresholds was, due to a patient related condition and not product related. This could not be confirmed by the field. The lead was replaced to complete the procedure with no adverse patient effects reported. This lead is expected for return.